Event description:
It was reported that the insulin pump alarmed motor error during basal delivery and a no delivery alarm. The customer's blood glucose was unknown. The customer does use the sensor feature. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.